Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that the nrbc mix chamber was not draining and was overflowing due to a plug which could have been cored tube stopper threads. Fse replaced the nrbc chamber mix chamber. The root cause for the leak is attributed to the plugged nrbc mix chamber. The source of the plug was most likely tube stopper debris. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter hmx cellular analysis system. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and eye protection at the time of the incident. There was no injury or exposure reported and medical attention was not sought.